Event description:
Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's leads were explanted and replaced. Effective stimulation coverage was reportedly restored postoperative.

Event description:
It was reported the patient met with an sjm representative for a postoperative programming session following a lead revision procedure (reference MFR report # 1627487-2014-20520-01). System diagnostics revealed high impedance readings on several lead contacts. X-rays taken indicated the patient had again experienced lead migration. Surgical intervention is planned for a later date to address the issue. The patient has two model 3246 leads from the same lot implanted as part of her scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.